Manufacturer narrative:
There is no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo pulmonary vein isolation procedure while using the intellanav stablepoint open-irrigated catheter, the patient experienced a sudden drop of blood pressure after re-isolating the right veins. Pericardial bleeding was observed via ultrasound, which was determined to be caused by a hole with the catheter. A pericard set was used to puncture the pericardial sack and blood was drawn. After giving protamine, the hole closed and the patient's blood pressure returned to normal. The patient was stable and procedure was completed successfully. It is unknown if device is available for return.